Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a forum stating that someone had seen more bad case scenarios with the spinal cord stimulation units that good ones. They have ranged from the unit not working after implanted, no relief with pain, leads migrating causing a person to require more surgery repeatedly, or the unit will work at first then stop working. No further information was provided. No further complications were reported.